Event description:
It was reported that the hospital experienced a power surge and then the ventilator stopped working and gave a ¿system failure¿ message. No patient injury was reported.

Manufacturer narrative:
The logbook of the affected infinity acs workstation cc with product serial no. (B)(6)was available for the investigation of the reported event. According to the log analysis a device failure code during use could be confirmed. Root cause was a temporary impaired internal communication between the cockpit and the ventilation unit. The deviation was brought to the user¿s attention by alarming as specified. Other than reported, the device continued ventilation. As a safety feature of the system, the safety software analyzes and verifies proper function of the device. In case of an impaired internal communication between the cockpit and ventilation unit the alarm message "device failure (3)" will be posted. The ventilation will be not affected and continued as set. The display of monitoring parameters on the cockpit screen might be restricted in case of present "device failure (3)". Safety relevant parameters as fio2, minute volume, or airway pressure are displayed in the supplemental yellow/green oled-display wherein the user can track the on-going ventilation. Since the devices are protected against electric shocks in accordance with the iec 60601 standard, the reported deviation is not related to the electric shock. However, in case the user cannot adapt ventilation parameters due to a device malfunction for a prolonged time, a serious injury cannot be excluded for patients with a serious condition. In this case, the device alarmed as specified, no patient health consequences have been reported. The device is going to be repaired on site and should then be checked according to the manufacturer's specifications. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the hospital experienced a power surge and then the ventilator stopped working and gave a ¿system failure¿ message. No patient injury was reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.